Event description:
The customer received questionable results for ion selective electrode (ise) potassium (k), (bun) and (crea-e) on one patient sample. The initial results from the first aliquot tube were: k: 7.7 mmol/l, bun: 52 mg/dl and crea-e: 6.15 mg/dl. All of the initial results were accompanied by data flags and were all reported outside of the laboratory. The patient was sent to the "ER" and had additional blood work drawn based on the erroneous results. The results of the "ER" testing was "normal", no further information was provided regarding these results. The patient did not receive any treatment based on the erroneous results. The patient was not admitted. The customer then repeated the first aliquot tube, second aliquot tube and the original serum separator tube. The repeat results from the first aliquot tube matched the initial results that were reported outside of the laboratory. The original serum separator tube was tested and generated the following results: k: 4.6 mmol/l, bun: 13 mg/dl and crea- e: 0.72 mg/dl. The second aliquot tube was also tested and generated results that were the same as the original serum separator tube. The customer deemed the results from the serum separator tube to be the correct results. The customer assumed a mis-pour of the sample. The customer reran all 60 samples in the rack with the affected sample. None of the samples had elevated k results. No data for these additional samples was provided by the customer. The lot number for the k electrode in use was 21531659, with an install by date of 01/24/2014. The lot number for the bun reagent in use was 68782801, with an expiration date of 05/31/2014. The lot number for the crea-e reagent in use was 69071001, with an expiration date of 07/31/2014. The field service representative suspected there was contamination of the aliquot tube and the primary tube was not affected. He indicated he was unable to determine how the sample became contaminated, and that there was no visible contamination. He performed an instrument check test, calibration, quality control and a re-run of the primary tube. All of the controls were acceptable to the customer and the system was performing to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. Instrument tests and quality controls were acceptable and no flags with other tests were reported, the instrument seems to perform within specification.